Event description:
Left side rupture was confirmed, intraoperatively to not have occurred. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified, rupture: not observed . It is not possible to determine, the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.